Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause for the damaged insufflation tube could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was an internal abnormal sound due to a broken manifold unit. In addition to evaluation in b5, the damper was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The subject device (high flow insufflation unite) is an olympus loaner asset that was returned for internal abnormal sound. There was no report of a procedure or patient harm associated with this event. During incoming inspection, the air feeding tubes were broken. This medwatch is being submitted to capture the reportable malfunction found during evaluation.